Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2017 with the following findings: a review of the black box showed evidence of an unexplained power on reset event. The pump powered on with the returned battery cap. The returned battery cap was able to fully tighten to the pump. The battery cap measurements were within specifications. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours successfully. The pump case was removed to find no evidence of moisture or loose components inside the pump. No reboot, loss of power, or call service alarms were duplicated. The intermittent power complaint was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. No evidence of contamination was found in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.